Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with alto stent graft system. Reportedly, at the end of the procedure a possible type ii or type 1a endoleak was identified. The physician elected to follow up with a thirty day scan. The patient is reported to be well and was discharged home.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with alto stent graft system. Reportedly, at the end of the procedure a possible type ii or type 1a endoleak was identified. The physician elected to follow up with a thirty day scan. The patient is reported to be well and was discharged home. Reportedly, additional information has not been provided by the hospital. It is unknown if a thirty day routine follow-up scan has been performed.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto type ia endoleak and type ii endoleak of the lumbar arteries is confirmed. This is consistent with the reported adverse event/incident. The type ia endoleak was most likely anatomy related as the neck length measured 12mm. The type ii endoleak of the lumbar arteries is anatomy related. No procedure related harms for this complaint were identified. The final patient status was reported to be discharge to home on postoperative day two, hospital day seven. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. B5: describe event or problem - updated. G3: awareness date ¿ updated. H6: health effect - clinical code - remove code 1924. H6: medical device problem codes - remove code 3190. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.